Event description:
When the dr. Inserted the iab into the patient, the iab did not inflate. "Check balloon" alarm sounded from the system 97 pump. After the iab was removed, the dr. Noticed that the iab had a leak. The iab was never returned to datascope for evaluation. Event complications: unk - reported 10/4/96. Patient's current status: unk - rpt'd 10/4/96.

Manufacturer narrative:
Device label code for f10. Position 1 & 2: 1738.